Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-lead fixation. Upn: m365sc2317500. Model: sc-4318. Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) explant procedure due not getting an adequate pain relief. The patient was doing well postoperatively. The explanted device was disposed and was not returned.